Event description:
It was reported that during the total gastrectomy procedure, could not suture about 1cm of center of the staple line. The case was completed by additional suture. There were no adverse consequences to the pt.